Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2000. Aneurysm diameter and vessel morphology at time of implant were unknown. It was reported that the pt has been compliant with their treatment. The aneurysm diameter was reported to have decreased to 4.2 cm. A recent CT scan noted that the stent graft migrated between 2 - 3 cm due to dilatation of the aortic neck from 25 mm to 28 mm and a proximal type I endoleak developed. The aneurysm diameter now measured 4.8 cm. The physician requested starting the process of using a talent aortic cuff for compassionate use in the pt; however, the pt's aneurysm ruptured about thirteen weeks later, which was the day after the physician initiated the process of the talen cuff. Three excluder cuffs from another MFR were used to emergently treat the pt because there were no alternative treatments. No add'l sequelae were reported and the pt was in stable condition.